Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The tight target lesion was located in the iliac vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres, pressure was lost and atmospheres on the inflation device dropped. The device was completely removed from the patient and the connection was checked. When the physician drew back, blood started coming back through the balloon and it was confirmed that the balloon ruptured. Another 18-4/5.8/75 xxl esophageal balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status was fine.